Event description:
It was reported that right atrial (ra) lead was found to not have capture or sensing one day post implant of the lead. It was noted that x-ray confirmed lead dislodgement. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead, implanted: (B)(6) 2013; rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).